Event description:
The customer reported that the insulin pump alarmed, and the drive support cap was sticking out. The blood glucose reading was 97mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. However, the motor passed the motor test.